Event description:
It was reported that this left ventricular (lv) lead, which was implanted at the left bundle branch (lbb), exhibited an out-of-range pacing impedance measurement, although no specific value was displayed. Technical services (ts) discussed that the lv impedance measurements have been reported with noise. Additionally, ts noted that these measurements could result in high power consumption and pacing threshold issues. Ts recommended replacing the pacemaker and evaluating or replacing the lead. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).